Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was not powering on when he tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue first occurred on (B)(6) 2013 between 3:25-3:30pm. The reporter stated the patient uses self adjusting insulin to manage his diabetes and he normally tests 4 or more times a day. The reporter stated the patient made no changes to his usual diet, activity level or medications on the day of the alleged issue. The reported stated on (B)(6) 2013, 20 minutes prior to contacting lfs, the patient developed symptoms of 'shaky, unresponsive, hard to understand commands.' The reporter stated the patient had something to eat or drink on (B)(6) 2013 at 3:30pm. The reporter stated the patient's blood glucose was measured on another device on (B)(6) 2013 at 3:35pm and a result of '40mg/dl' was obtained. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the subject test strip was inserted, the meter turned on. When the patient pressed the power button, the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the reporter claims, due to the alleged issue the patient developed symptoms suggestive of hypoglycemia and require treatment to avoid further injury and obtained a severely low blood glucose reading on another meter.